Event description:
It was reported by the clinician that when the physician removed the catheter from the patient, the tip of the catheter was missing. No further details will be released from risk management.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.